Manufacturer narrative:
No patient weight was available from the hospital.

Event description:
It was reported the physician implanted a 30mm gore® cardioform septal occluder (approximately middle of february). During a follow up visit, the patient was noted to be in atrial flutter and a small residual leak was present. On (B)(6) 2019, the patient was cardioverted and is now in sinus rhythm. No other information is available.